Event description:
It was reported that the device experienced a power on reset due to a bit flip. It was also reported that the bit flip was consistent with exposure to radiation. The device was reset and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for: (B)(4) - performance data was collected from the device and revealed that there was a power on reset - power on reset parameters. The device experienced a critical ram parity error por on (B)(6) 2012 in location "19 c4". The device should be able to recover from the event and continue normal function.